Manufacturer narrative:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2/flu/rsv plus test. Patient was not showing symptoms time of collection. A sample was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test. The sample was processed per pi and was inverted for mixing. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the md. Customer decided to recollect another sample due to sars-cov-2 symptoms not showing in patient. Patient was still not showing symptoms time of collection. Sample 2 collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The sample was processed per pi and was inverted for mixing. This result was reported to the md. Due to the discrepancy, the customer decided to repeat sample 1. The sample was processed per pi and was mixed with inversion. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the md. This sample was not repeated. Review of the test results noted presence of low concentration of target in the pcr reaction. Pcr curves were normal. Due to unexpected result, a second specimen was tested. 4plex plus was negative. Repeat testing of first specimen with 4plex plus was completely negative. Examination of pcr raw data showed no evidence of product malfunction. No known harm to asymptomatic person tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2/flu/rsv plus test. Patient was not showing symptoms time of collection. A sample was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test. The sample was processed per pi and was inverted for mixing. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the md. Customer decided to recollect another sample due to sars-cov-2 symptoms not showing in patient. Patient was still not showing symptoms time of collection. Sample 2 collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The sample was processed per pi and was inverted for mixing. This result was reported to the md. Due to the discrepancy, the customer decided to repeat sample 1. The sample was processed per pi and was mixed with inversion. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the md. This sample was not repeated. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.